Manufacturer narrative:
The part and lot information on the returned device matched the information in the complaint file. Visual of lot v17063 revealed that stripping occurred within the hexalobe drive feature. The complaint is confirmed. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Zb china reported that during surgery, the blocker stripped. It was replaced with another blocker. The complaint was confirmed following evaluation of the returned device. The likely cause of the drive mechanism damage is consistent with improper seating of the driver in the drive mechanism during torquing, and/or improper maintenance of axial force to prevent back out leading to drive mechanism damage. The thread damage is consistent with past failures of this nature attributed to improper seating of the closure top in the screw head during torquing, resulting in cross-threading leading to thread damage.

Event description:
It was reported during the procedure that the threads of five plugs were damaged. Alternate plugs were used to complete the case. There was no delay over 30 minutes reported and no reported patient harm. This is report one of five.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00143 to 3003853072-2019-00147.

Event description:
It was reported during the procedure that the threads of five plugs were damaged. Alternate plugs were used to complete the case. There was no delay over 30 minutes reported and no reported patient harm. This is report one of five.